Event description:
It was reported that the patients leads migrated and patient was getting rib stimulation. X-ray was taken and revealed that the lead migrated. The patient underwent a revision procedure wherein the lead was adjusted. The patient was doing well postoperatively. The leads were remain implanted.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 7094811.